Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the lancet of the onetouch lancing device would not penetrate the puncture site. The sr. Medical surveillance specialist contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. The smss classified the complaint based on the information provided to customer service. On an unspecified date the patient noted the reported lancing device lancet would not penetrate the fingerstick puncture site; she was unable to obtain a blood sample for blood glucose self-testing. After the attempted use of the lancing device, the patient took the action of taking an increased dose of her oral diabetes medications metformin 85 mg and glimepiride 2 mg. The patient was unable to state if she experienced any symptoms of high or low blood glucose levels. At an unspecified time afterwards, the patient administered self-treatment with glucose tablets; she did not seek any medical attention. It would have been helpful to determine if the patient experienced symptoms, her expected blood glucose readings, and why she needed to self-treat with glucose tablets. The lancing device issue was not resolved with troubleshooting. The lancing device was replaced. The patient allegedly received treatment with glucose after she was unable to test her blood glucose levels due to the reported lancing device issue, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.